Event description:
A malfunction was reported on a pump with no notable events occurring prior to the issue. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the customer understood.